Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report:3006705815-2016-00423. The manufacturer is unable to determine which lead was replaced hence both leads are reported. It was reported the patient was no longer receiving effective stimulation as the leads had migrated. The patient underwent surgical intervention to remove and replace the lead. The patient is receiving effective stimulation and issue has been resolved.